Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
Same case as MDR ID: 2134265-2017-06112. It was reported that removal difficulties were encountered. The target lesion was located in the right intramural coronary artery (ica). A 8.0-29 carotid wallstent¿ was advanced to treat the lesion. However, it was noted that the device got stuck with a filterwire¿. The procedure was completed with another carotid wallstent¿. No patient complications were reported and the patient's status was stable.